Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone, she was experiencing high blood glucose of 540 mg/dl. Customer declined troubleshooting and just inquired how to prime the tubing without having to rewind. She was already taking care of the issue. No further assistance was required. Customer is not returning the device for further analysis.